Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
During repair, the back of the field engineer's (fe) head was hit against the pt table which went down suddenly, due to the fe failing to install protection modules to stop the table falling down as the manual requests. His face came in contact with the control box edge causing a wound requiring 10 stitches on his forehead.

Manufacturer narrative:
Investigation revealed no defect was identified in the table design, system involved or its associated service instructions. The field engineer (fe) did not install protection modules to stop the table from falling down prior to work initiation, as is required per the service manual. The investigation concludes the incident occurred due to the fe not following the instructions.